Event description:
It was reported that the customer's pump was experiencing charging issues resulting in the pump shutting down. The issue was resolved by switching to a tandem cable and adapter. The pump began charging, and no further assistance was required. There was no reported adverse impact to the customer¿s blood glucose level.